Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on an unknown date that fresh bleeding from the surgical wound occurred up to 15 days postoperatively. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.